Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 450cc gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed by a healthcare professional. Additionally, the patient developed bilateral breast pain post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-mar-2022, mentor received additional information about the event. It was reported that only the patient¿s right breast prosthesis ruptured. The rupture was discovered during explant surgery. This report is for the patient¿s left breast prosthesis. Block b1 is product problem no longer applies to this report, nor does h6 medical device problem code material rupture (a0412). The patient was diagnosed with bilateral breast ptosis. Manufacturer¿s reference number: (B)(4).